Manufacturer narrative:
As part of a quality system improvement plan stryker corp conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (device did not function as expected) and product code hsx. Method: DHR and complaint history review.

Event description:
(B) (4) - device did not function as expected. It was reported that there remains some movement between the prosthesis and the cement mantle. Even though the trial implants are very stable and not moving in deep flexion, a cemented prothesis always tilts up anteriorly in flexion.